Manufacturer narrative:
Per investigation by the manufacturing site: the product was not returned to karl storz tuttlingen. Therefore, no physical examination could proceed. The investigation is based on similar investigations, historical analysis, and the experience of the investigator. Based on the customer failure message "smoking bipolar cautery cord" the smoke, the lightning, or the flames are most likely caused by defective copper wire due to the high current, provided by the hf generator. This leads to a high resistance inside the cable which forces the cable to smoke, lightning, or fire. Most likely this happens after several uses, therefore the cable is equipped with an rfid sensor. This rfid sensor ensures a countdown of the 20 validated uses, mentioned in the IFU "056usa_en_v2.0_IFU_FDA". After these 20 uses, the user is responsible for any additional reuse. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
It is unknown if the device will be returned to the manufacturing site for investigation. In the event the device returns and relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported during a medical procedure of smoking bipolar cautery cord cables. No impact on the procedure or harm to patient, user or third reported.